Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had trouble sleeping due to the pain (slept 4 hours in the past few days).

Event description:
It was reported that the patient was in the middle of a lightning storm (felt like he was in the middle of an electrical cloud) 2 days ago. It was stated that since then, the implantable neurostimulator (ins) caused 75% more pain, rather than taking way 50% of pain. It was noted that the patient just relocated and was being sent another programmer; as the patient had been unable to turn ins off.